Manufacturer narrative:
On july 25th, 2016, additional information was received that the system failure message appeared when the system was initially powered on. Ventilation cannot be started when the system is in this condition thus preventing the system from being used. This is not a reportable malfunction as initially reported.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The power management board was replaced.

Event description:
The hospital reported the unit had a system failure. There was no report of patient involvement.